Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: eight actual devices and eight photographs of the sample were provided for evaluation. The actual samples were visually inspected, and it was noted that sample 1 had dark particulate(s) on the silicone tubing, sample 2 had dark fiber particulate on the plastic tubing, sample 3 had dark particulate on the plastic tubing, sample 4 had dark particulate on the silicone tubing and dark fiber on the spike housing, sample 5 had dark particulate on the plastic tubing, sample 6 had dark particulate on the silicone tubing, sample 7 had dark fiber on the downstream luer lock connector flange, and sample 8 had dark particulate on the plastic tubing. The returned photographs were reviewed, and it was noted that there were small dark spots or particle(s) of foreign matter on the tubing of the products. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter contamination was observed in eight (8) sterile repeater pump tube sets. The contamination was described as, ¿fiber and spot¿. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.